Event description:
An 18 fr device was inserted on 08/27/97. Placement was verified by x-ray. The incision was too large and the pt bled, so a suture was placed and the pt was given blood. On 09/04/97, an egd was performed as the device was not functioning. The device was replaced with a 20 fr peg tube on 09/05/97. The pt was diagnosed with sepsis. The abdomen had a foul smell, possible pseudomonas. One pt involved.